Event description:
A flamingo wallstent esophageal stent was used in an adult female patient (age and weight unknown) in 2008. According to the complainant, "[u] pon removal [of the delivery system] it was noted that the distal [tip] and a section of the inner catheter had become sep[a]rated from the rest of the delivery system. The delivery system was removed and then the patient was reintubated to ret[rie]ve the [tip] and inner catheter [using an angled wire loop retriever, manufactured by cook medical]. On removal it was noted that the catheter looked as if it has snapped just below the radiopaque marker. [The p]atient was brought back to xray the following day for a barium swallow to check the position and patency of stent. The stent was patent and in the correct position." No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The january 2008 15-month flamingo wallstent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.